Manufacturer narrative:
Evaluation results: no results available since no evaluation was performed (device not returned). Inherent risk of procedure (failure to deliver stent and stent deformation). Related to another drug/device (struts of the stent were catching in the guideliner). Evaluation conclusions: unable to confirm complaint (device not returned). Known inherent risk of procedure (failure to deliver stent and stent deformation). Another device caused failure (struts of the stent were catching in the guideliner). (B)(4).

Event description:
It was reported that two integrity rx bare metal stents were intended to be used to treat a patient. It was reported that for both devices, the struts of the stents were catching in the guideliner and so the stents could not cross the lesion. No patient injury was reported.